Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, a red screen with a message 'device requires immediate attention' was displayed and was associated with code da. The local representative reported that the summary report does not mention this error. Ts felt that there may have been another interrogation before the report was printed which would have cleared the error. Ts was informed that the device now could be interrogated successfully. The local representative declined the offer by ts to have an sd card data analysis performed. Historically, this type of memory corruption (bit flip) may be caused by environmental factors that causes a temporary reset that is self-correcting. The available information suggests that this device remains in-service.